Event description:
It was reported that the pt underwent percutaneous fusion from l4 to s1 with peek rods. The procedure started on the pt's left side. After placing the screws, the surgeon set up for rod placement. Initially a 50mm trocar was attached to the arc. The surgeon was able to pass the trocar through all three extenders without complications. The surgeon measured the rod and selected a 55mm peek rod. The rod appeared to be fully seated. While the surgeon attempted to pass the first rod, without use of the slide, the rod deflected significantly above the screw. The rod was removed from the pt and the arc. A 90mm trocar and the slide were attached and passed through the extenders without complication. This time when the trocar was removed the slide remained in place as a guide. The original 55mm peek rod was reattached and followed the slide's trajectory to the screw head. The rod was still deflecting significantly above the screws. With a little maneuvering of the slide, the surgeon was able to pass the second peek rod through the first screw extender. After the rod was through the first extender, it passed through the second and third very easily. On the contralateral side (pt's right), the surgeon used reduction system. After the screws were placed, a 90mm trocar tip was attached and the slide was attached to the arc. On the first attempt, the trocar hit the screw extender just superior to the window. The trocar and slide were removed. On the second pass, the trocar went through all the extenders and the slide was in an acceptable position. The surgeon measured the rod to be 50mm. With the slide in place, the 50mm peek rod was passed. It did not pass directly through but was very close. Similar to the second rod on the initial side, the 50mm rod passed with a little maneuvering of the slide. Once the rod was through the first extender, it passed through the second and third easily. As the surgeon began to reduce the rod to the screws, it was discovered that the rod was too short. The 50mm rod was removed, but the slide remained in place. The initial 55mm peek rod was reattached. The surgeon attempted to pass through the reduction extenders. Again, it was deflecting significantly above the screw heads. The rod was removed and examined while it was still attached to the arc. No gaps were noted between the rod and the arc's neck. The surgeon pulled on the end of the rod. The rod felt secure; however, the surgeon felt some toggle in the medial/lateral and superior/inferior directions. Another 55mm peek rod was opened. When passing this rod, it followed a similar trajectory to the original trocar; it hit the screw extender just above the window. With a little manipulation, the surgeon was able to pass this rod through all three extenders. Again, once the rod passed the first screw, the second and third were easier. The rod was reduced all the way to the screws and the surgeon proceeded to place the set screws. The s1 and l4 set screws were easy to attach, but the surgeon struggled with l5. Since the rod was locked on top and bottom, the surgeon released it from the arc in order to get a better idea of what the situation was at l5. It was noted that the l5 screw extender was no longer connected to the l5 screw, even though the rod was fully seated in l5 screw head. The surgeon used a 18mm tube to place and lock the last set screw. Overall the surgeon was happy with the final result. The surgical time was extended 60-120 minutes.

Manufacturer narrative:
(B) (4): the rod was returned for evaluation. Upon visual and optical evaluation the rod inserter interface area of the rod was damaged (bent upward). The damage is consistent with significant rod deflection during the initial rod insertion attempt. Functional evaluation with a rod inserter assembly was performed with a sample titanium rod to confirm correct trajectory of assembly. The sample rod was properly inserted into mas tulip heads. The sample rod was subsequently replaced with the complaint rod. Due to upward bend of rod inserter interface area, the complaint rod was unable to be properly inserted into mas tulip heads. Analysis findings were consistent with initial damage and subsequent inability to properly place the rod in the construct.